Event description:
This IV prep complaint was received post smith & nephew's remedial action (voluntary recall) to prevent an unreasonable risk of substantial harm to the public health (ref recall #3006760724-030211-001r). Patient was hospitalized for seven days in (B)(6) due to infection on the stomach. Box used in (B)(6) is not available for samples. Experienced a fever with the infection and ER personnel thought it was related to the site. Insulin pump used for 10 years. Treated with antibiotics while in hospital. Still has "hot spots".

Manufacturer narrative:
Smith & nephew was contacted regarding the above named incident, which was reported as a field complaint for "infection-site/local". The customer sent in some product samples. We were unable to confirm the complaint based on inspection of the returned samples, hence laboratory testing was performed. Both the returned sample(s) and control samples (from stock) of lot 0k141 were analyzed by an independent test laboratory and met finished product specifications with no evidence of microbial contamination found. Batch records for these lots indicate all specifications were met at the time of release and no inconsistencies were noted. Event was evaluated by our medical advisor who indicated that infections at the inulin pump site are not uncommon, and are most often related to skin bacteria. Medical advisor indicated that there is no medical evidence to support any relationship between the use of IV-prep wipes and this patient's symptoms.